Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of atrial fibrillation (af). Technical services (ts) noted that the atrial tachy response (atr) entry is delayed, and events end inappropriately. Therefore, the af burden is underreported. Further evaluation of this system was recommended. No adverse patient effects were reported. At this time, this device remains in service.